Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the portions of the touchscreen became unresponsive. Reportedly, the customer has to press buttons multiple times, and after 3 presses the touchscreen times out. Troubleshooting with tandem technical support was performed. Reportedly, the customer has "poor eyesight"; therefore, customer was unable to verify if the screen was unresponsive due to customer's poor eyesight. The reported issue did not impact customer's blood glucose level.